Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre reader fell in the toilet and now the reader is not powering on with a button press or test strip insertion. The customer was unable to test due to powering issue and as a result experienced symptoms of shaking and seizure. The customer self-treated (unspecified) and then had contact with a healthcare professional who administered insulin (type/dose unknown) via IV as treatment. There was no report of death or permanent impairment associated with this event.